Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving morphine 10.0 mg/ml at 6.301 mg/day via an implantable pump. It was reported that a motor stall occurred. The patient called in with a critical pump alarm and with increased pain. The pump was interrogated on (B)(6) 2016 and logs were retrieved. The logs were read and a "motor stall occurred" message was seen on (B)(6) 2016, and a "stopped pump duration may exceed tube set" message was seen on (B)(6) 2016. Emergency surgery was scheduled and the pump was replaced by a new synchromed 20 ml on (B)(6) 2016. There were no environmental, external, or patient factors that may have led or contributed to the issue. The estimated elective replacement indicator (eri) was at 3 months. The patient status was alive - no injury. The patient's medical history included chronic pain.

Manufacturer narrative:
Analysis identified corrosion and/or wear and/or lubrication issues on the gear train of the motor. Analysis identified stall due to shaft-bearing on the gear train of the motor. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.